Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an emergency surgery, trauma to the arm of the child, when the doctor prepared to suture the wound of a child, thread and the needle were found detached and the suture was easy to break for three consecutive times. After replacing 3 packs, confirmed that the suture had no quality problems before using it on the child. Replaced with other sutures to resolve the issue. It did not cause harm to the child, but it delayed time.